Event description:
The patient's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR #1225714-2013-03178, 1225714-2013-03179.